Event description:
Healthcare professional reported; apl lap-band system with the "tubing has fractured."

Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2013. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however, the analysis has not been completed at this time. No additional information has been reported to allergan regarding the serial number, the event date, implant date, explant date or pt data. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."